Event description:
Provider alleged heat exchanger leaking. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the heat exchanger leaking. Additional malfunction was the heat exchanger elbow leaking.